Event description:
On 6/5/2024, it was reported by a facility representative via (B)(4) that an ar-13999mf fastpass scorpion trap door spring on the distal end of the hand instrument was not fully closing. Another hand instrument was used to complete the case without adverse effects on the patient. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle.